Event description:
The pump was returned for investigation. Investigation revealed that the display screen booted with a dim pink contrast. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows power on reset events on (B)(4) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Visual inspection of the battery cap revealed stripped threads and when the battery cap was installed on the test pump there was evidence that the yellow o-ring was no seated properly. Power loss was duplicated due to the battery cap detaching. A test battery cap was able to screw on, until the o-ring was not visible but could not completely tighten due to battery compartment crack. The pump booted to the verify screen with dim pink contrast. Black box indicates a time and date reset in within 12 hours, 7 minutes of power off. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.